Manufacturer narrative:
Follow up with the account found that the reason for the explant is because the patient had refractive change. The file indicated that a descemets stripping endothelial keratoplasty (dsek) was performed after the cataract procedure. After the (B)(4) 5.0 diopter iol was explanted, a (B)(4) 16.5 diopter lens was implanted. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an ar40e intraocular lens (iol) was explanted from the patient's left eye. No other information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.